Event description:
I started using lingo abbott's glucose monitoring system and had severe arm pain and I could not sleep. It really hurt me. Also, I checked the readings with other devices and it was way off.